Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use in the anatomy, the 2.25 x 23 mm xience alpine stent implant was noted to be dislocated [moved] at the distal edge on the stent delivery system (sds). There was no patient involvement. The device was not used; a 12 mm non-abbott stent was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.